Event description:
It was reported by a company representative that a physician's tablet was no longer interrogating. The tablet would only work with the usb serial data cable in certain positions. The company representative replaced the physician's usb serial data cable and the tablet could interrogate successfully. The suspect serial cable was discarded by the physician's office, and is therefore unable to be evaluated.